Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states: when flushing a lumen of the patients triple lumen internal jugular (ij) central venous catheter (cvc), saline began leaking out. A hole was noted in the lumen. The reported defect was detected: at pretest. Additional information: there was no reported patient harm.

Event description:
The report states: when flushing a lumen of the patients triple lumen internal jugular (ij) central venous catheter (cvc), saline began leaking out. A hole was noted in the lumen. The reported defect was detected: at pretest. Additional information: there was no reported patient harm.

Manufacturer narrative:
(B)(4).